Event description:
Active pt, non-compliant/difficulty comprehending, had 20 ga x 20 cm medicine placed 5/22/95, secured well. Pulled line out 5/23/95 (even with restraint applied). 5 cm of catheter (which was 20 cm total) was found near pt. Other 15 cm remained in basilic vein until retrieved. No problems evident after breakage/retrieval.